Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failure of the remote manager resulted in a delay to access the medication. A field service engineer changed both the harness and the latch before. Furthermore, microswitches were tightened and lubricated. Field service engineer suggested purchasing a brand-new refrigerator because the door was loose and unable to reproduce the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failed, restricting the user's ability to obtain medication in an emergency. The customer added that there was a 5-minute delay during accessing medication and nurses had to go to a different floor to retrieve necessary medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-sep-2022 to 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the remote manager failed. A field service engineer changed both the harness and the latch before. Furthermore, microswitches were tightened and lubricated. Field service engineer suggested purchasing a brand-new refrigerator because the door was loose and unable to reproduce the issue. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system remote manager failed. The failure resulted in delays accessing medications to treat seizures. There was a 5-minute delay while the nurse went to another floor to retrieve necessary medications. There were no adverse events or injuries reported based on this event.